Manufacturer narrative:
The returned ICD was analyzed. Visual examination identified a hole in both the ra and rv setscrew seal plugs. A little bit of movement of the lead in the outer bore was observed and considered normal as the connector end is flexible. No movement of the lead was noted in the rest of the lead barrel when viewed under high power with the setscrew down while tugging and moving the lead at the connector end. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of the evidence submitted by the field indicated that the noise on the right ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD), following connection of the leads, discrete signal artifacts were observed on the right ventricular (rv) channel. It was possible that there was some air escaping from the seal plug. The rv lead was disconnected and re-inserted to confirm proper connection; however, the signal noise was still present, and it was observed that the lead appeared slightly loose in the ICD header. The physician elected to use a new ICD of the same model to complete the procedure. The ICD was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD), following connection of the leads, discrete signal artifacts were observed on the right ventricular (rv) channel. It was possible that there was some air escaping from the seal plug. The rv lead was disconnected and re-inserted to confirm proper connection; however, the signal noise was still present, and it was observed that the lead appeared slightly loose in the ICD header. The physician elected to use a new ICD of the same model to complete the procedure. The ICD was returned for analysis. No adverse patient effects were reported.